Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during drain 4/5. The caregiver (cg) stated the transfer set became disconnected from the catheter and she reconnected the two after the error occurred. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(4) 2010. Per the pd nurse, the transfer set got caught on something and separated from the catheter adapter. The transfer set was replaced and the hp was given antibiotics as a prophylactic measure. The sample was discarded. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adquate for the use error identified in this complain. The root cause of the system error 2240 alarm was related to the patient disconnecting the transfer set from the catheter adapter during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter (B)(4) project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).